Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, lot#: va1jk0t037, serial#: unknown, product type: lead; product ID: 977a260, lot#: va1hsjj045, serial#: unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that the stimulator shuts off without being discharged. The patient stated that after having the implant on for an hour he notices pain in the battery pocket and if he shuts it off it goes away within an hour. The patient noted he was in a boat in rough water which tossed him about and he maybe against a hard object and he started having the implant issues after that incident. The patient was found to be overdischarged. A physician recharge mode was done and the 0x0008 power on reset code was cleared. An impedance check showed all connections were within normal limits and reprogramming was done to try to resolve the issue. It was unknown if the issue was resolved at the time of the report. Pt reports battery turning on/off on its own, warmth at site. Rep reported that patient's devices were explanted on (B)(6) 2022. Battery and leads removed and sent back to manufacturer for analysis.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 97712, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2017, product type lead, and product ID 977a260, serial# (B)(6), implanted: (B)(6) 2017, found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.